Event description:
It was reported that during a lap cholecystectomy procedure, the insulation of the device became loose from the shaft. The surgeon was not sure if part of the insulation fell into the pt. No pt consequence.